Event description:
No additional information.

Manufacturer narrative:
Investigation results: three hundred thirty-two samples were provided to our quality team for investigation. A visual inspection was performed, and no defects or imperfections were observed. The epoxy applied to needle-hub joint was good. Furthermore, a device history record review was completed for provided lot number 4129937. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Based on the investigation and with the sample analysis the symptom reported could not be confirmed.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material # 305901, batch # 4129937. It was reported that the bd safety-lok needle pulled out of the hub. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached. We have had 10 issues with the safety glide 25g x 5/8" needles. Lot number4129937. On 10 different patients when we give the shot the needle will come out of the hubb that is supposed to hold it. The needles have been left it patient's legs or have completely fallen out right before we go to use the glide system. We have six boxes with this lot number.